Manufacturer narrative:
Device evaluation of the monitor and electrode belt has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The patient received nine appropriate treatments, four which converted the arrhythmias to a slower rhythm and five which did not convert the arrhythmias to a slower rhythm.   The device was started up at 06:51:02 on (B)(6) 2022. At 08:56:23, an arrhythmia was detected. ECG shows vt @ 180 bpm. At 08:57:33, the patient received the first appropriate treatment. Rhythm at time of treatment was vt @ 180 bpm. Post shock rhythm was sinus rhythm @ 60 bpm. At 11:36:49, an arrhythmia was detected. ECG shows vt @ 230 bpm. At 11:37:25, the patient received the second appropriate treatment. Rhythm at time of treatment was vt @ 250 bpm with motion artifact. Post shock rhythm was sinus rhythm @ 60 bpm. At 12:04:05, an arrhythmia was detected. ECG shows vt @ 180 bpm. At 12:06:45, the patient received the third appropriate treatment. Rhythm at time of treatment was vt @ 270 bpm. Post shock rhythm was sinus rhythm @ 60 bpm with motion artifact. At 12:23:08, an arrhythmia was detected. ECG shows vt @ 230 bpm. At 12:23:38, the patient received the fourth appropriate treatment. Rhythm at time of treatment was vt @ 190 bpm. Post shock rhythm was vt @ 160 bpm. At 12:24:10, the patient received the fifth appropriate treatment. Rhythm at time of treatment was vt @ 170 bpm. Post shock rhythm was vt @ 270 bpm. At 12:24:37, the patient received the sixth appropriate treatment. Rhythm at time of treatment was vt @ 230 bpm. Post shock rhythm was vt @ 170 bpm. At 12:25:03, the patient received the seventh appropriate treatment. Rhythm at time of treatment was vt @ 170 bpm. Post shock rhythm was vt @ 170 bpm. At 12:25:30, the patient received the eighth appropriate treatment. Rhythm at time of treatment was vt @ 180 bpm. Post shock rhythm was idioventricular rhythm @ 70 bpm with nsvt. At 12:26:07, an arrhythmia was detected. ECG shows vt @ 150 bpm. At 12:26:55 the patient received the ninth appropriate treatment. Rhythm at time of treatment was vt @ 210 bpm. Post shock rhythm was vt @ 160 bpm with tactile artifact and electrode lead fall off. The electrode belt was disconnected at 12:51:39 on (B)(6) 2022.